Event description:
It was reported that the lead was explanted due to noise sensing.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise could not be verified. Normal coils continuity and normal insulation resistance was measured for the returned part. Since the entire lead was not returned, a complete analysis could not be performed.